Event description:
It was reported that the stenoscope system was having trouble with the radiation control. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.